Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements leading to out of range measurements as a result of encapsulation. No noise was observed. The plan will be a revision. Currently, this rv lead remains in service and no additional adverse patient effects were reported.